Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: dtmb2q1 crt-d; 479888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a patient alert due to non-sustained ventricular tachycardia of the right ventricular (rv) lead. Oversensing was noted due to provocation. It was also noted that the patient felt dizzy. The lead was inactivated, and a lead revision is planned but not yet taken. No further patient complications have been reported as a result of this event.